Event description:
Our sales rep reported to us that during a surgery, the two parts have been wedged. It is not possible to solve it by hand. No adverse consequences/information reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated device is (B)(4) guide wire sleeve 10.5x268mm lot unk.